Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a defective stop membrane issue. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a "defective stop membrane button" was confirmed and reproduced during product evaluation. The assignable cause was a defective pump head module keypad. The pump head module keypad was replaced to correct the reported condition. The user interface module software version is 6.13.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.